Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent an atrial cardioversion. Prior to cardioversion, electrical measurements on the pacemaker were stable. However, after the cardioversion, the device displayed an unexpected eri message. A firmware download was performed which resolved the issue. No patient symptoms were reported.